Event description:
It was reported that on (B)(6) 2011, the graftmaster stent implant was used successfully to treat a perforation in the mid left anterior descending artery, which occurred during postdilatation of an implanted 2.75x28 mm xience v rx stent. The same balloon used for postdilatation was expanded at the site of the perforation followed by placement of the graftmaster stent. Cardiac tamponade was noted and an intra aortic balloon pump was placed, and the patient was intubated. Pericardiocentesis and a blood transfusion was performed. The patient was transported to the intensive care unit on oxygen. On (B)(6) 2011, the patient was extubated. A neuro consult showed left hemipherisis and a CT scan of the head showed an evidence of a massive hemorrhage, but with a high right parietal lobe infarct of uncertain age. The patient is still in the critical care unit. Plans are in place to move the patient to rehabilitation in a few days for recovery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: nc voyager. The device remains in the patient. There was no reported product deficiency. Cerebrovascular accident (stroke), perforation, and cardiac tamponade are known adverse events as listed in the electronic xience v and xience nano everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency

Manufacturer narrative:
(B)(4).